Manufacturer narrative:
The reported issue that the device had a over infusion could not be confirmed.the root cause for the reported issue that the over infusion was not determined.no further investigation of this issue is possible at this time, and no patient impact was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that there was an error in programming that lead to an over infusion event. It was also found that the device had a broken upper hinge post. There was patient involvement but no harm.